Manufacturer narrative:
Additional information: b2, b5 and b6. B5: upon follow up, it was reported that the patient experienced peritonitis manifested by cloudy effluent and abdominal pain (previously reported suspected peritonitis). The cause of peritonitis was unknown. On an unknown date, the patient was discharged from the hospital. The patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, manifested by cloudy effluent and abdominal pain. The cause of the event was not reported. The patient was hospitalized for the event. Treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.